Event description:
It was reported that a patient underwent an explant of their entire spinal cord stimulation system due to an unknown reason. Boston scientific was unable to find out the reason for the explant procedure. The explanted devices will not be returned as they were not released by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7070918. Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7071118. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 serial: n/a batch: 25168242